Event description:
(B)(4) I have been scheduled for a partial hysterectomy (everything but my ovaries) on (B)(6). I am having horrible cramps still heavy bleeding on and off. Nothing has improved. So now I'm having to get a hysterectomy at 24.

Event description:
(B)(4). (B)(6) 2013 I had my second child. After much deliberation in (B)(6) 2014 I decided to go with essure. I had the procedure. Minimal pain, no bleeding, went exactly how I was told it would go. I took the depo shot until my 3 months was up until I could be checked in (B)(6) to make sure everything was 100% blocked. Went in (B)(6) and everything was good to go. So I was 100% sterile so I quit the depo shots. By (B)(6) 2015 I was having some cramping. Nothing too serious so I just ignored it. Then I started to bloat and have extreme stomach cramps. I have gained (B)(6) pounds since the essure procedure. I ended up at a gi and had a colonoscopy which found nothing. I am still having the stomach cramps, bloating and pain. By (B)(6) 2015 it was time for my yearly exam with my ob. When she asked my last menstrual cycle I told her (B)(6) 2013. She looked at me strange and said are you sure? I said yes and I wanted to ask you if that was normal and to see your thoughts on my weight gain. She did blood work and it all came back fine and said the weight gain and lack of period was probably from the depo shot but she would go ahead and start me on provera to jump start my periods. After 2 rounds of provera and another hormone I still never had a period. Since after the medications didn't work she found it strange and had me do an ovarian biopsy. The biopsy showed a bunch of scar tissue which she said probably came from the essure dye test and diagnosed me with endometriosis. She said she doubted I would never have a period again and since I was not having any pelvic pain we would leave it at that, and call her if I needed her. In (B)(6) 2015 I started to pass large blood clots and having severe pelvic pain. I have been in the ER this morning because the pain is unbearable. After the visit at the ER I went to my obgyn where I was told the ultrasound I did was normal and they have no idea why I am hurting but my abnormal periods were probably a side effect from the essure. How can I go from being told I will never have a period again to passing blood clots? I go back to my obgyn this friday. I do not even want to go because I know I will leave there still confused and with no answers. I have never had any female issues before having the essure so how wrong am I to believe that the essure is my problem. Essure is taking over my life.